Manufacturer narrative:
The insulin pump was received with a completely broken reservoir tube lip, a missing reservoir tube o-ring, a cracked reservoir tube window, cracked battery tube threads, and a cracked case at the display window corner.

Event description:
The customer called to report that the reservoir ring fell off. The customer's blood glucose reading was unknown. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was informed that the device would be replaced and to return their device back for analysis.

Manufacturer narrative:
The date of this report provided in the initial report was incorrect. The corrected data will be provided in this report.